Event description:
Caller reported occlusion alarms, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. ¿high.¿ the customer addressed the high blood glucose by administering a correction injection via multiple daily injections. They acknowledged the alarm and resumed insulin.